Manufacturer narrative:
E1: patient country: canary island patient city: (B)(6) establishment name: (B)(6) country: united states of america street: (B)(6) city: (B)(6) state, province or territory: ca post office or zip code: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 8021545.

Event description:
It was reported that, the patient experienced infusion set detachment from skin due to sweat and was discarded on (B)(6) 2026.